Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to disconnect tubing and perform specific bolus deliveries to address the recurring alarms. Customer was advised to replace supplies and resume insulin use.